Event description:
It was reported that a spectrum pump failed downstream occlusion sensor test at values of 22. 21 psi &. 23. 65 psi before first clinical use in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent to flow testing for the following testing: ultrasonic us occlusion, ultrasonic us air, downstream occlusion and it passed all. A review of the event history log revealed multiple events of downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.